Manufacturer narrative:
Information contained in this report was previously submitted through asr on 28/oct/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having been diagnosed with connective tissue disease or disorder rupture of a saline device. Affected side is left. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: autoimmune/connective tissue disorders: unable to observe since it is a medical event and is not related to the device. Deflation: observed, one opening in posterior side assessed as fold flaw opening. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Patient reported having been diagnosed with connective tissue disease or disorder rupture of a saline device. Affected side is left. The device has been explanted.